Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine follow up on (B)(6) 2016, upon initial interrogation loss of sensing and high thresholds were noted. On (B)(6) 2016 the patient presented in hospital for lead revision. The values were acceptable for sensing and capture in different positions, the device was programmed accordingly as per physician. . The physician and the patient were very satisfied with the values and decided to forgo the procedure at this time. The patient would be seen in clinic for routine follow ups. The patient was discharged home and is stable.